Event description:
Spontaneous communication, spoke to patient regarding pumps alarming for no disposable. Author advised patient to create new cassette. Patient successfully changed cassette and infusion was running fine. Unknown whether patient was able to use the new cassette on the same pump originally giving error. No stop in therapy, no harm to patient. Patient has old pump for return. Unknown if patient has cassette for return. Patient was always concerned about other back up pump serial number (B)(4). Patient did not provide further detail regarding issues experienced with backup pump. Patient would like pump replaced. Pharmacy to ship cassettes and 1 replacement pump to patient. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.